Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced difficulty charging the pump with the wall adapter. The pump subsequently shut off due to insufficient power. Reportedly, the pump was able to charge successfully using an alternate wall adapter. There was no reported impact to the customers' blood glucose level.